Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one syringe and one introducer needle were returned for evaluation. The proximal end of the needle was attached to the distal end of the syringe. Noted a fluid within the syringe with particles floating within. The particles appeared soft and did not have a defined edge. Fluid was removed from the syringe and the particles easily exited the syringe with the fluid. The particles were grasped with forceps and were easily crushed. The particles had a soft texture. The investigation is inconclusive for device contamination, as the tri-funnel device was not returned to investigate and there is not enough evidence to confirm whether the syringe is a bd product, which may have been the source of particles. Additionally, four electronic photos were received. The photos show a syringe with clear fluid inside with white particles floating in it, with the return packaging above the syringe in one of the photos. The investigation is inconclusive for device contamination. The definitive root cause could not be determined

Event description:
It was reported that during gastrostomy feeding tube placement, sterile water was injected into the device. It was further reported that the sterile water was allegedly found turbid with floating particles. There was no reported patient injury.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on 9/2/ 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during gastrostomy feeding tube placement, sterile water was injected into the device. It was further reported that the sterile water was allegedly found turbid with floating particles. There was no reported patient injury.